Manufacturer narrative:
Bayer case number: (B)(4). In the years following the implanting procedure, the essure medical device broke [device breakage]. Caused a puncture of her fallopian tubes and / or other organs. [Fallopian tube perforation]. Caused a puncture of her fallopian tubes and / or other organs [perforation of organ]. Migrated from plaintiff¿s fallopian tubes [device migration]. Vaginal bleeding [vaginal bleeding]. Plaintiff experienced painful cramping [cramp in lower abdomen]. Dizziness [dizziness]. Bladder problems [bladder disorder]. Bladder problems including incontinence [incontinence]. Plaintiff experiences severe pain due to nerve damage related to the removal surgery [nerve injury]. Mental anguish [anguish]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("in the years following the implanting procedure, the essure medical device broke"), fallopian tube perforation ("caused a puncture of her fallopian tubes and / or other organs.") And perforation ("caused a puncture of her fallopian tubes and / or other organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation ("migrated from plaintiff¿s fallopian tubes"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("plaintiff experienced painful cramping"), dizziness ("dizziness"), bladder disorder ("bladder problems"), incontinence ("bladder problems including incontinence"), nerve injury ("plaintiff experiences severe pain due to nerve damage related to the removal surgery") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic adnexal structure excision and a bilateral salpingectomy). At the time of the report, the device dislocation had resolved and the abdominal pain lower and anxiety had not resolved. The outcomes for fallopian tube perforation, perforation, dizziness, bladder disorder, incontinence and nerve injury were unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, device breakage, device dislocation, dizziness, fallopian tube perforation, incontinence, nerve injury, perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: as a result of the foregoing procedure, plaintiff experiences severe pain due to nerve damage related to the removal surgery. Plaintiff has sustained significant pain, suffering, and mental anguish on account of the essure medical device and its implementation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). In the years following the implanting procedure, the essure medical device broke [device breakage], caused a puncture of her fallopian tubes and / or other organs. [Fallopian tube perforation] , caused a puncture of her fallopian tubes and / or other organs [perforation of organ] , migrated from plaintiff¿s fallopian tubes [device migration] , vaginal bleeding [vaginal bleeding] , plaintiff experienced painful cramping [cramp in lower abdomen], dizziness [dizziness], bladder problems [bladder disorder], bladder problems including incontinence [incontinence] , plaintiff experiences severe pain due to nerve damage related to the removal surgery [nerve injury] , mental anguish [anguish]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("in the years following the implanting procedure, the essure medical device broke"), fallopian tube perforation ("caused a puncture of her fallopian tubes and / or other organs.") And perforation ("caused a puncture of her fallopian tubes and / or other organs") in a female patient who had essure inserted (lot no. C51069) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned pelvic pain female. On (B)(6)2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation ("migrated from plaintiff¿s fallopian tubes"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("plaintiff experienced painful cramping"), dizziness ("dizziness"), bladder disorder ("bladder problems"), incontinence ("bladder problems including incontinence"), nerve injury ("plaintiff experiences severe pain due to nerve damage related to the removal surgery") and anxiety ("mental anguish").essure was removed on (B)(6)2023. The patient was treated with tylenol (paracetamol), toradol (ketorolac tromethamine), advil (ibuprofen), ibuprofen and motrin (ibuprofen) as well as surgery (laparoscopic adnexal structure excision and a bilateral salpingectomy). At the time of the report, the device dislocation had resolved and the abdominal pain lower and anxiety had not resolved. The outcomes for fallopian tube perforation, perforation, dizziness, bladder disorder, incontinence and nerve injury were unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, device breakage, device dislocation, dizziness, fallopian tube perforation, incontinence, nerve injury, perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: it was deployed in the standard fashion and 2 coils were visualized; this was performed in a similar fashion on the right with 4 coils noted to be coming from the right ostia. The instruments were then removed. The patient tolerated the procedure well and was taken to recovery room in good condition. As a result of the foregoing procedure, plaintiff experiences severe pain due to nerve damage related to the removal surgery. Plaintiff has sustained significant pain, suffering, and mental anguish on account of the essure medical device and its implementation. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative. Batch no. C51069, production date:2014-04-22, expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-jan-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). In the years following the implanting procedure, the essure medical device broke [device breakage], caused a puncture of her fallopian tubes and / or other organs. [Fallopian tube perforation] , caused a puncture of her fallopian tubes and / or other organs [perforation of organ] migrated from plaintiff¿s fallopian tubes [device migration] , vaginal bleeding [vaginal bleeding], plaintiff experienced painful cramping [cramp in lower abdomen] , dizziness [dizziness] , bladder problems [bladder disorder] , bladder problems including incontinence [incontinence] , plaintiff experiences severe pain due to nerve damage related to the removal surgery [nerve injury] , mental anguish [anguish] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("in the years following the implanting procedure, the essure medical device broke"), fallopian tube perforation ("caused a puncture of her fallopian tubes and / or other organs.") And perforation ("caused a puncture of her fallopian tubes and / or other organs") in a female patient who had essure inserted (lot no. C51069) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned pelvic pain female. On (B)(6)2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation ("migrated from plaintiff¿s fallopian tubes"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("plaintiff experienced painful cramping"), dizziness ("dizziness"), bladder disorder ("bladder problems"), incontinence ("bladder problems including incontinence"), nerve injury ("plaintiff experiences severe pain due to nerve damage related to the removal surgery") and anxiety ("mental anguish"). The patient was treated with tylenol (paracetamol), toradol (ketorolac tromethamine), advil (ibuprofen), ibuprofen and motrin (ibuprofen) as well as surgery (laparoscopic adnexal structure excision and a bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the device dislocation had resolved and the abdominal pain lower and anxiety had not resolved. The outcomes for fallopian tube perforation, perforation, dizziness, bladder disorder, incontinence and nerve injury were unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, device breakage, device dislocation, dizziness, fallopian tube perforation, incontinence, nerve injury, perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: it was deployed in the standard fashion and 2 coils were visualized, this was performed in a similar fashion on the right with 4 coils noted to be coming from the right ostia. The instruments were then removed. The patient tolerated the procedure well and was taken to recovery room in good condition. As a result of the foregoing procedure, plaintiff experiences severe pain due to nerve damage related to the removal surgery. Plaintiff has sustained significant pain, suffering, and mental anguish on account of the essure medical device and its implementation. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative. The most recent follow-up information incorporated above includes data received on: 12-jan-2025: medical record received. Lot number & expiration date added. Treatment drugs were added. Reporter causality comment updated with essure insertion details. Lab data updated. New reporters were added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) in the years following the implanting procedure, the essure medical device broke [device breakage] caused a puncture of her fallopian tubes and / or other organs. [Fallopian tube perforation] caused a puncture of her fallopian tubes and / or other organs [perforation of organ] migrated from plaintiff¿s fallopian tubes [device migration] vaginal bleeding [vaginal bleeding] plaintiff experienced painful cramping [cramp in lower abdomen] dizziness [dizziness] bladder problems [bladder disorder] bladder problems including incontinence [incontinence] plaintiff experiences severe pain due to nerve damage related to the removal surgery [nerve injury] mental anguish [anguish] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("in the years following the implanting procedure, the essure medical device broke"), fallopian tube perforation ("caused a puncture of her fallopian tubes and / or other organs.") And perforation ("caused a puncture of her fallopian tubes and / or other organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation ("migrated from plaintiff¿s fallopian tubes"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("plaintiff experienced painful cramping"), dizziness ("dizziness"), bladder disorder ("bladder problems"), incontinence ("bladder problems including incontinence"), nerve injury ("plaintiff experiences severe pain due to nerve damage related to the removal surgery") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic adnexal structure excision and a bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the device dislocation had resolved and the abdominal pain lower and anxiety had not resolved. The outcomes for fallopian tube perforation, perforation, dizziness, bladder disorder, incontinence and nerve injury were unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, device breakage, device dislocation, dizziness, fallopian tube perforation, incontinence, nerve injury, perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: as a result of the foregoing procedure, plaintiff experiences severe pain due to nerve damage related to the removal surgery. Plaintiff has sustained significant pain, suffering, and mental anguish on account of the essure medical device and its implementation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.